Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motion sensor test failure, motor error alarm and moisture damage on the insulin pump. The customer's blood glucose reading was 203 mg/dl. The customer stated that when she received a motor error, she saw liquid in her pump. The customer stated that it smelled like insulin in the reservoir compartment. The customer received a motion sensor test failure alarm during rewind. The customer was assisted with the displacement test and the pump kept alarming motion sensor test failure. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch and unable to perform displacement test due to motor anomaly. No a35 alarm noted. No traces of moisture were noted at the keypad traces or electronic assemblies per our visual inspection. No cosmetic damage noted.